Event description:
It was reported that during this endoscopic procedure, the patient experienced hemorrhage. After the procedure, and before being discharged, the patient experienced fever and infection. The device was assessed to no have relationship with the adverse events of fever and infection, and a possible relationship win the bleeding. No additional treatment or intervention was required.

Manufacturer narrative:
Exact age at time of event is unknown. Patient age is between 61 and 70 years old.

Manufacturer narrative:
Exact age at time of event is unknown. Patient age is between 61 and 70 years old.

Event description:
It was reported that during this endoscopic procedure, the patient experienced hemorrhage. After the procedure, and before being discharged, the patient experienced fever and infection. The device was assessed to not have relationship with the adverse events of fever and infection, and a possible relationship win the bleeding. No additional treatment or intervention was required. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.